Event description:
A hospital in (B)(6) reported a patient was being treated for a distal radius fracture. While the doctor was clamping the securing clamp rod screw on the metacarpal, the screw did not rotate clockwise and anticlockwise direction. When the doctor applied more powerful force to the offset wrench, the driver tip of the offset wrench was broken as it was connecting to the clamp. The clamp did not work functionally. The surgeon replaced the clamp with a competitors clamp to complete the procedure. This report is #2 of 3 for the same event

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. A review of the device history record(s) showed that there were no issues during the manufacture that would contribute to the complaint condition.